Event description:
This report pertains to one of four complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03365, -03366 and -03368 for the other associated device info. It was reported to boston scientific corporation that four resolution clip devices were used during a post polypectomy clipping procedure, in the colon, on (B)(6) 2009 (male pt). According to the complainant, during the procedure, four resolution clip devices were used. During each deployment, the clip would not close and was released inside the pt in an open position. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with a fifth resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the devices were disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).